Manufacturer narrative:
A medtronic representative in testing the equipment was not able to reproduce the failure. The system checkout was successfully performed with system passing all tests. System is performing as intended. Unable to determine probable cause without further information. Logs indicate a possible hardware issue given the generator errors which were found. No further issues were reported. No further issues were reported. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported the image acquisition system (ias) was beeping after taking a 2d image. Reseating the umbilical cable and dongle resolved the issue and was able to continue the procedure with a 30 minute delay. Patient was present with no impact to patient outcome.